Event description:
Reporter stated that the expiration date and lot number, printed on the strip drum vial, is illegible. No associated injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.